Manufacturer narrative:
Date sent to the FDA: 09/28/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot number am9522, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/07/2020 .additional information: d10, h6 additional h-3 summary: an unopened sample of product was received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed, interrupted or continuous? The suture was broken at the wound, and then removed and sutured again. How was the suture tied (square knot or multiple knots one end)? Square knot. In what tissue layer was the suture found broken? Perineum and skin tissue. If applicable, will product be returned, return date, tracking information? We are waiting for the returning of the sample. What is physician¿s opinion as to the etiology of or contributing factors to this event? Doctors believe that the poor wound healing may be caused by the quality of suture, maybe the patient's own factors, or the nonstandard suture operation by nurses. The specific reasons are unknown. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Was there any precipitating stress factor for the suture breakage? Other relevant patient history / concomitant medications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a lateral episiotomy on (B)(6) 2020 and the suture was used for muscularis perineum and skin, tied in a square knot. Five days post-op, the patient felt uncomfortable and came back to hospital. The suture was found broken at the wound on perineum and skin tissue and caused poor wound healing. Then the suture was removed from the patient and the wound was re-sutured. The patient is stable now. The doctor opined that the poor wound healing may be caused by the quality of suture, maybe the patient's own factors, or the nonstandard suture operation by nurses. The specific reasons are unknown.